Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels in the past. The customer declined to provide information on the reported issue and reported consulting with healthcare provider regarding diabetes management.